Event description:
The healthcare professional reported that the "clamp looked as though it could be cracked" with the transfer set after one day of use. There was no leakage noted. This was noted during use with no patient injury or medical intervention required according to the healthcare professional.